Event description:
Boston scientific received information that a low out of range atrial pacing impedance, as well as, a low out of range shock lead impedance were noted with this cardiac resynchronization therapy defibrillator (crt-d) and competitor¿s right atrial (ra) and right ventricular (rv) lead system. It was noted the ra lead impedance was less than 200 ohms, the shock lead impedance was zero, and the rv pacing impedance was 335 ohms. There were no stored episodes showing noise or oversensing. Potential reasons for the observation were reviewed. Additional information was received that the patient had a medical procedure on the date the out of range measurements were taken, but it was not determined if the time the measurements were taken correlated with the time of the procedure. All other measurements before and after have been normal, and regular follow-up is planned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.